Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through a power up test, downstream occlusion (dso) pressure test, 50 ml cassette test, and there were no issues found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration, and the pump passed all functional tests and performed as intended.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error 46876. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.